Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was achieved using a proglide device after an endovascular aneurysm repair (evar) procedure. Reportedly, an infection occurred at the access site. Treatment for the infection was not reported. The proglide device was not considered the cause of the infection per the physician. No additional information was provided.